Event description:
It was reported that during an anastomosis procedure, the device was fired and upon examination of the distal ring, it was found that no staples had been fired. Hand anastomosis was performed, but with great difficulty. Extra time for the patient in the operating theatre.

Manufacturer narrative:
Information anticipated, but unavailable at this time.